Event description:
A customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to plug the wall adapter into a known working outlet and leave it for at least 30 consecutive minutes to see if the pump would begin charging.